Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported a diagnosis of corneal ulcer (unknown eye) while wearing the acuvue® oasys® for astigmatism brand contact lens (cl). The pt was unable to recall the date, but advised the event occurred a ¿long time ago¿. An unknown eye drop was prescribed every hour for 1 day, "decreasing daily" for 1 week of treatment. The pt was able to return to cls wear after the treatment was completed. The pt reported daily cls wear with a 2-3 week replacement schedule. The pt will go to the treatment facility and request the medical report for the event. On (B)(6) 2021 a call was placed to the pt for additional information. The pt reported the treating doctor was no longer available and advised as time permits the pt will provide the medical report and send it by email for evaluation. No additional medical information has been received after multiple attempts. The corneal ulcer event is being submitted as a worst-case event as we were unable to verify the pts diagnosis and treatment. The date of the event is unknown. The lot number of the suspect product is unknown. The suspect cls is not available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.